Event description:
New information received notes the right ventricular lead was explanted and replaced on 2019. The patient was sent to hospice due to unrelated organ failure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented during analysis in clinic. Upon interrogation, the right ventricular lead exhibited loss of capture. A chest x-ray performed on (B)(6)2019 revealed lead dislodgement. The physician believes the lead dislodged due to removal of a swan catheter during an aortic valve surgery. Programming changes were made. The physician considered performing lead revision after the patient recovers from the aortic valve surgery, of which the patient is currently in unstable condition.